Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
The customer reported that during shift check, the autopulse platform (sn (B)(4)) displayed user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message upon powering on. The autopulse platform was being used in trauma ICU. No patient involvement.

Manufacturer narrative:
This report is a correction, the customer service repair was not performed due to pending quote repair approval. A supplemental report will be submitted if and when additional information is received.

Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) error message on the autopulse platform sn (B)(4) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of ua 07 was due to a defective load cell 2. Unrelated to the reported complaint, a damaged load plate cover was observed on the ap platform during visual inspection. This type of physical damage attributed to user mishandling. The load plate cover was replaced. During archive data review, ua07 was identified on the date when the event occurred. Thus, confirming the reported complaint. Initial functional testing could not be performed due to ua07 (discrepancy between load 1 and load 2 too large) error message on the screen. The load sensing system has detected a weight/load imbalance between the two load cells. Load cell characterization test indicated load cell module 2 was over reported (defective). To remedy the ua07, the load cell module 2 was replaced. The ap platform was re-tested and passed all the functional tests. The platform is ready for clinical use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).